Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the pack was opened out onto the sterile field and the two components were separated. The doctor pushed them back together, they seemed to work fine but the customer was not happy to use the device as they felt they were faulty. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the handle was received as 2 separate pieces. Based upon this observation, the reported failure "handle separated" was confirmed. Internal file number - (B)(4).